Event description:
A user facility reported that an electromechanical ambulatory infusion pump operates intermittently. The pump functions normally for a period of 4 or 5 days and will then not operate at all. The malfunction has the potential to cause an under delivery of drug during patient therapy. There is no information that suggests the pump was involved in an under delivery incident.